Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to fp in (B)(6), where it was visually inspected. Results: visual inspection of the subject neopuff revealed that the tube from the manifold has loosened from the manometer. A review of the complaint neopuff's production test record revealed that the unit had passed all functional testing at the time of manufacture. A lot check revealed no other complaints for a detached tubing for lot 140616. Conclusion: the neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The operation of the f&p neopuff / perivent must be checked prior to first use. The device must not be used on unattended patients. Additionally, the neopuff user instructions state: check manometer reads zero with no gas flow. Check the pressure settings prior to every use of the neopuff. The neopuff infant resuscitator must only be used after checking that correct pressures will be delivered to the baby. An alternative means of resuscitation must be available.

Event description:
A healthcare facility in (B)(6) reported that an rd900 neopuff infant resuscitator did not deliver gas from the gas outlet. The customer did not specify further information regarding this issue. No patient consequence was reported.